Manufacturer narrative:
(B)(4). Date sent: 04/19/2016. (B)(4). The analysis results found that the er320 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was noted to have a clip jammed in jaws. The clip was removed from the jaws and the device was tested for functionality. Upon testing, the device was cycled and it fed, retained and formed the remaining 11 clips as intended; no jamming issues occurred upon testing. Finally, it locked out as intended. No multiple clip fed was noted during functional testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was feeding multiple clips at once and then became jammed. No clips fell in to the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.